Manufacturer narrative:
The customer did not provide the serial number. No manufacturer date can be determined (B)(4).

Event description:
Covidien received information that this n20 portable pulse oximeter is missing display segments in the saturation of peripheral oxygen (spo2) readings. The failure happened when the device was not being used on a patient.